Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that the pacemaker (pm) was unable to be interrogated. A successful device interrogation was eventually performed; however, the pm was inappropriately triggering magnet response. Device re-interrogation was attempted; nevertheless, the device could no longer be interrogated. The electronics performance indicator (epi), an alert was received by the clinician. No intervention was reported. There were no patient consequences noted.